Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad). The opticross imaging catheter was advanced for ultrasound examination of the target lesion. When the device was in the proximal to mid lad, it was unable to cross. Upon removal, it was noted that the tip got kicked up and was fractured. The procedure was completed without the help of imaging. There were no patient complications.

Manufacturer narrative:
E1 initial reporter address: (B)(6). The device was returned for analysis. Visual inspection revealed a kink on the sheath assembly. Microscopic inspection revealed the guidewire exit port and tip were in good condition. The imaging window was observed kinked near the tip section. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad). The opticross imaging catheter was advanced for ultrasound examination of the target lesion. When the device was in the proximal to mid lad, it was unable to cross. Upon removal, it was noted that the tip got kicked up and was fractured. The procedure was completed without the help of imaging. There were no patient complications.